Manufacturer narrative:
The tech found the side rail center arm is broken. The tech replaced the side rail center arm to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.